Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. Based on technician statement, the device failed pressure transducer test during pre-use check. Both pressure transducer boards were pointed out as defective and need to be replaced to resolve the issue. Pressure transducer printed circuit board measures the pressure, conveyed via the pressure tube connected to this block by its differential pressure transducer. With differential reference to the ambient pressure, the output signal is proportional to the measured pressure thus giving a linear measurement in the range -40 cmh2o to +160 cmh2o. Defective pressure transducer printed circuit board may lead to high pressure. Our conclusion is that the parts pointed out to be defective were the cause of the failure. However, the root cause to why the parts failed has not been established as the device's log nor the claimed part were not available for further analyze.